Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the activation button for the device was not working during an open hemicolectomy. There was no injury to the patient. The device was returned to covidien for evaluation and initial inspection discovered that it self-activated.

Manufacturer narrative:
(B)(4). Date of follow-up report : 12/01/2015. The investigation for this event confirmed the issue with activation. Examination of the returned product found that it would self-activate when shaken. This was found to be due to wear of the switch button, where excessive force or excessive use of the button caused it to become shorter than normal and closer to the activating switch. The root cause of this event is excessive wear on the button from misuse by the end user. The relevant device history records for this lot were reviewed, and no entries that could have contributed to the reported issues were identified. There are no trends associated with this issue and a corrective action is not required.